Event description:
Materials manager received a report from rn that IV tubing cracked while administering medication to pt in the emergency department. The medication was found leaking out onto the pt and bed. The medication (tpa) was administered for stroke. There was no report of pt harm or medical intervention required. Customer stated no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with failure investigation results should the device be received for eval.